Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a broken serter. Customer stated that it got crushed during a move and it was in a bad place in the box. Customer's blood glucose was 96 mg/dl at the time of the incident. Customer stated that due to a bad site, his blood glucose was 400 mg/dl. Customer had been treating with the pump. Customer stated that he had a hard time with insertion. Customer stated that the infusion set cannula was bent when it was removed. Customer was advised to change the infusion set.